Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A physician reported about a customer who received low readings on the adc freestyle libre sensor compared to hcp meter. On (B)(6) 2019, customer experienced malaise and chest pain and received a sensor scan result of 140 mg/dl. Customer was seen at the hospital where a reading of 1000 mg/dl was obtained on the hcp meter and was diagnosed with ketoacidosis. Customer was in the intensive care unit and received unspecified treatment. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
No product has been returned and a valid serial number was not provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The reported complaint does not pertain to the freestyle libre reader. Therefore no further investigation into the reader is required. Dhrs (device history review) for all libre sensors within expiration at the time of complaint were reviewed and the DHR review showed no there were no deviations from the validated manufacturing process and no issues identified that could have led to the complaint. Clinical data was reviewed for the reported complaint and confirmed that libre sensors continue to be safe, effective, and perform as intended in the field. Stability data for libre sensors was reviewed for and showed no anomalies or non-conformances that could lead to the complaint. A tripped trend review was conducted for the reported complaint and libre sensors. No trends were identified that would indicate any product related issues. If the product is returned, the case will be re-opened and a physical investigation will be performed.

Event description:
A physician reported about a customer who received low readings on the adc freestyle libre sensor compared to hcp meter. On (B)(6) 2019, customer experienced malaise and chest pain and received a sensor scan result of 140 mg/dl. Customer was seen at the hospital where a reading of 1000 mg/dl was obtained on the hcp meter and was diagnosed with ketoacidosis. Customer was in the intensive care unit and received unspecified treatment. There was no report of death or permanent impairment associated with this event.